Event description:
Device 1 of 2. Reference MFR report # 1627487-2018-12651. It was reported the patient experienced a cerebrospinal fluid (csf) leak during a lead replacement procedure (reference MFR report # 1627487-2018-11443, 1627487-2018-11444) on (B)(6) 2018. A blood patch was performed to address the csf leak.